Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. The reported patient effects of angina, dyspnea and myocardial infarction, as listed in the xience xpedition electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2015, a 3.0x23mm xience xpedition stent was implanted in the predilated, non-tortuous, left anterior descending coronary artery (lad). The target lesion was eccentric, long and tubular with an 80% stenosis. After the procedure the patient had chest pain, but no treatment was given. On (B)(6) 2015, one day after the stent procedure, the patient had unstable angina and a non st elevation myocardial infarction was diagnosed. The cardiac biomarkers were above the normal upper limits. No treatment was given. On (B)(6) 2015, the patient had shortness of breath and chest pain/stable angina. On (B)(6) 2015, the xience xpedition in the lad was noted to have a small area of malposition which was treated with percutaneous coronary intervention. The chest pain and shortness of breath resolved. No additional information was provided.